Manufacturer narrative:
Product event summary: two images were returned for analysis, the sheath was not returned for analysis. The images showed the guide wire position inside the heart under fluoroscopy. In conclusion, the reported clinical issues (pericardial effusion and cardiac perforation, back and leg pain) occurred during the procedure and the case was aborted under general anesthesia. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. There is no indication of a relation of the adverse event to the performance and malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the sheath and native dilator were advanced into the superior vena cava (svc). The native dilator was replaced with the integrated dilator/needle and started the descent. After checking the positioning in the anteroposterior (ap), right anterior oblique (rao) and left anterior oblique views. Imaging showed the guidewire was in the left atrium. Neither the dilator nor the sheath was pushed due the positioning seemed ¿strange¿. On the second descent, fluoroscopy was checked, and the puncture was performed. The positioning of guidewire seemed very ¿strange¿, and the procedure was stopped. The patient was placed under general anesthesia and a transesophageal ultrasound was performed. A pericardial effusion was identified. It was noted that ¿poor positioning of the transseptal puncture resulted in an aortic wound and pericardial effusion ¿.it was attempted to drain the blood which was not successful due to the patient being overweight. The patient started to experience severe pain in the lower back and lower limbs. The case was aborted. The patient was intubated and sent to another hospital for surgical drainage. The surgery was performed, and the patient was stable. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.